Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. Customer evaluated the unit and confirmed the reported issue. Customer informed ts that replaced the battery resolved the reported issue and cleared the alarm. Unit ready for service

Event description:
Customer contacted technical support (ts) stating that unit had battery failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Event date not specified: estimate used.